Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2017. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: review of the black box data revealed records of occlusion alarms with high force. On investigation, the pump powered on normally and rewind, load cartridge and prime steps successfully completed without alarms. The pump was evaluated and determined to be detecting correct force. The pump was exercised for 24 hours without occlusion occurring. Investigation did not duplicate the complaint.